Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/10/2024, an ilet user reported a low blood glucose (bg) reading of 50 mg/dl from their dexcom continuous glucose monitor (cgm), which was later confirmed to be 60 mg/dl with a finger stick. The user mentioned having ritz crackers 30 minutes prior but also admitted to not following the correct procedure when performing a supply change, including failing to rewind the motor. The user did not disconnect the infusion set from their body during the cartridge change, causing the insulin to be delivered unintentionally. The cgm then showed a reading of 40 mg/dl, and the user was instructed to eat food. The agent planned to follow up. The user later confirmed on (B)(6) 2024 that the low bg episode lasted for about two hours and was due to not following the supply change procedure. The user corrected the low with juice and crackers with peanut butter and reported no immediate health effects. The user has been retrained on proper supply change procedures and will contact support if further assistance is needed.